Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010; time: 5:30 pm; inratio: 3.1; lab: -. (B) (6) 2010; 7:15 am; 2.2; 10.8. Pt was told to stop taking her coumadin dose.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010; inratio: 2.2; reference: 10.8; mean: 6.50. A 2 hours lapse between two readings. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Previous investigation on strip lot #221727 from a prior case met accuracy criteria. No further investigation will be pursued. A 3.1 is excluded from comparison testing. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Conclusion: data analysis of mean calculation from comparison test data on 02/05/10 provided by end-user revealed inratio inr and reference inr are outside of the acceptance region and are considered inaccurate. No product is expected to be returned. Pt's condition was not provided. There is insufficient info to determine the root cause. As of 03/01/2010, 19 discrepant result complaints were reported for lot #221727 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted; corrective action not required at this time.